Event description:
It was reported that during central processing the 8mm fenestrated bipolar forceps instrument was observed to have an exposed wire at the tip. There were no reports of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Field h10 is blank as there are no related report numbers.